Manufacturer narrative:
Continuation of medical devices: 3357-40c ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and was suspected to have a fracture on the pace/sense portion of the lead. A new pacing lead was placed in the pace/sense port and the lead remains in use. No patient complications have been reported as a result of this event.